Event description:
Pt was aug=125, hr=90 and pump was alarming gas loss alarm. There was no evidence of hole in iab. Pump was placed in operator mode, volume reduced to 35cc and set deflation earlier at 75%. Gas loss alarms continued and pump was exchanged off pt. There were no reported pt complications.